Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient is being considered for a revision of a knee arthroplasty for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was implanted on an unknown date in 2010. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review could not be performed as part/lot number was not provided. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision procedure approximately 15 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.